Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative on (B)(6) 2019. It was reported that the patient's pump was being programmed off due to non-compliance. No further complications were reported.

Manufacturer narrative:
Patient weight updated to reflect the information received on 2019-may-09. Event date updated to reflect the date received on 2019-may-09. Event description updated to reflect the information received on 2019-may-09. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2019-may-09. It was reported that the patient's empty pump was first noted in (B)(6) 2019 when the patient missed multiple appointments for refill. The hcp reported that the empty pump had been resolved as the pump was turned off on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient's pump was empty and alarming. The patient reported that they were supposed to get their pump filled on (B)(6) 2019 but that didn't happen. The patient reported that they thing their alarm started going off the "26th" (month not specified). The patient reported that the alarm going off was "obnoxious." The patient reported that they were in more pain now than before they got the pump implanted. The patient reported that refills are excruciating with her current pump. The patient reports that their pump sets off metal detectors at (B)(6). The patient reported that working on getting the pump removed and dealing with the pump alarming was "a pain in her butt.," and it was drawing energy from her, and hindering ability to fight her returning cancer. The patient would like the alarm silenced. No further complications were anticipated/reported.